Event description:
It was reported that the surgeon could not get the insert to lock into the tibial base. This extended surgery time more than 30 minutes.

Manufacturer narrative:
The device is currently undergoing analysis.